Event description:
Fire dept personnel were treating a pt and reportedly observed the device display motion detected several times. The device subsequently rendered a no shock advised decision. The pt's outcome was not reported. The facility questioned the no shock advised decision and requested further analysis of the device's pt record.